Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system displayed "silicone oil injection issues" during a procedure. Manual injection of the silicone oil was performed to complete the case without harm to the patient. Additional information has been requested.